Event description:
The customer called to report that she was hospitalized for low blood glucose levels. The customer reported a blood glucose reading of 186 mg/dl during the phone call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.